Manufacturer narrative:
Without a product return, no product evaluation can be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the patient experienced pain at the fracture site while using the bhs. It was later reported the pain was below the skin. The patient had not recently increased their level of activity. The patient rated the pain level as 9 out of 10. The patient called their doctor but had to leave a message for a call back. The pain began on (B)(6) 2024, and the patient treated for the last time on (B)(6) 2024. The patient has not experienced any more pain since stopping treatment, and stated the pain stopped within seconds of removing the device.

Manufacturer narrative:
Additional information in g3, h6 and h10: additional narrative. Corrections in d1 and d2: brand name and common device name. This follow-up report is being submitted to relay additional and corrected information. The sflx 2 coil was not returned to (B)(6) for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. Without a product return, no product evaluation can be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend. Reference to related MFR number 0002242816-2025-00002.

Event description:
It was reported that the patient experienced pain at the fracture site while using the bhs. It was later reported the pain was below the skin. The patient had not recently increased their level of activity. The patient rated the pain level as 9 out of 10. The patient called their doctor but had to leave a message for a call back. The pain began on (B)(6) 2024, and the patient treated for the last time on (B)(6) 2024. The patient has not experienced any more pain since stopping treatment, and stated the pain stopped within seconds of removing the device. No additional patient consequences/ further information has been reported. The bone healing system assembly and sflx- 2 coil were not returned for further evaluation.